Event description:
User facility alleged discrepant, back-to-back blood glucose results of 597 mg/dl on the inform system when compared with 130mg/dl on a laboratory analyzer on a venous specimen drawn within 3 minutes of the inform test. The reporter stated that the patent was not treated based on the results. No serious adverse event was reported in connection with the alleged malfunction. The suspect product was not returned to the manufacturer for evaluation.